Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation,therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior fixation at levels th11-l3 with spinal fixation system and a crosslink; decompression at levels l1-l2 to treat burst fracture at l1 and l2 on an unknown date in (B)(6) 2014. The fragment of the bone due to the burst fractures were hammered to anterior during procedure. No bone grafting performed. It was reported that when the patient consulted in (B)(6) 2015, union at the treated level had already been obtained and screw was not broken yet. In (B)(6) 2015, it was found that a screw placed at l3 was broken inside pedicle. Mas5.5×40mm (left or right side unknown) got broken around the center of pedicle, and it broke midway in the double threads of the screw. No patient complications were reported. The surgeon commented that removal would be performed because the patient achieved bone fusion. He considered that the screw breakage was understandable because no psf or plf was performed. He also commented that the screw would not break if posterior fixation had been performed to l4 at the initial surgery. Removal procedure is scheduled on (B)(6) 2015.